Event description:
Boston scientific received information that during a recent in clinic follow up, hight out of range shock impedance measurements were observed, as well as a battery depletion error. No resulting adverse patient effects were reported and boston scientific's internal technical service (ts) was contacted for recommendations. The device's internal data was reviewed by technical service confirming an unintended battery error and thus, did not represent an early depletion. High impedances continued to be reviewed. During a subsequent surgical intervention, this device was explanted. The physician confirmed via visual examination, proper terminal pin insertion; however, root cause could not be determined. The explanted device is intended to be returned for analysis. Another s-ICD device was successfully implanted with the chronic electrode. Prior to pocket closure, normal shock impedance measurements were confirmed. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.